Event description:
It was reported that the programmer was opened and a programmer error was noted. The service disk was run but the error was not able to be cleared. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the programmer was opened and a programmer error was noted. The service disk was run but the error was not able to be cleared. The programmer and radiofrequency (rf) head were returned for service. Both products were analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the link electronic module (lem) circuit board was calibrated and software was reloaded. It was also noted that the system fan was noisy. (B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).